Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and failed. Audio test; serial number verification was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and failed due to an assembly error. Pictures were taken. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and failed. Audio test; serial number verification was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and failed. The performance data was reviewed finding assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.